Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration at a dose of 230 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the pump and catheter were removed in (B)(6) 2012. The patient reported the pump was infected (B)(6) 2012. No further complications were expected or anticipated.